Manufacturer narrative:
It was intended to tread a severely calcified lesion (stenosis degree 90 percent, vessel diameter 2.75mm) in the proximal rca. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned balloon is well folded and shows no signs of inflation. The folded balloon profile was measured to be within specifications. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The reported difficulty in lesion crossing is most likely related to the severely calcified high degree stenosis.

Event description:
Ous MDR - the device could not pass the severely calcified lesion.

Manufacturer narrative:
9/30/2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake. It was intended to tread a severely calcified lesion (stenosis degree 90 percent, vessel diameter 2.75mm)in the proximal rca. The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The returned balloon is well folded and shows no signs of inflation. The folded balloon profile was measured to be within specifications. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The reported difficulty in lesion crossing is most likely related to the severely calcified high degree stenosis.

Event description:
Ous MDR - the device could not pass the severely calcified lesion. 9/30/2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake.